Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose 400 mg/dl. Customer did not troubleshoot their high blood glucose reading and stated that they will treat with their medically prescribed back-up plan. The insulin pump was also blank due to moisture damage. Insulin pump will be returning for analysis.